Event description:
I had lasik surgery with a bad outcome that has affected my entire life. I know I signed a consent form that stated the possible poor outcomes. I thought a poor outcome would mean that I would still need to wear glasses. I now have high order aberrations and a mixed astigmatism in both eyes. I had problems right from the onset. At each exam, I would tell him that I had blurry vision and that it looked like the letters were all jumbled and unclear. Later, I would identify it as multiple vision. Night time is a nightmare. He would always say it will be alright and that I would need an enhancement. Which I had. There was no improvement. I had blepharitis, and many other visits to him. After my initial enhancement in both eyes, I continued to have problems. He then told me I needed to have endo or epithelial cells scraped from my left eye. I was worse after that. Finally, I told him I wanted a second opinion. He referred me to a center and surgeon that had trained. This physician's initial response was that my problems could not be fixed with repeated lasik procedures and that the first physician should pay to have them fixed. This is the first time that I had a name for my problems. The second physician has tried two procedures to fix my problems. I think my night vision may be worse. After my second procedure with the second surgeon, their laser was recalled. The only way I found out was through yet another surgeon. I don't know what to do. My concern is not only for myself, but for others. How are their complications reported? This is a cash industry for the most part. If my complications were reported by him would I have been informed? I wish there was a website that dealt with each physician's complication rates. When you make your pre procedure appointment, this website should be given to you and you should receive a form for reporting your own complications. I am very doubtful these are accurately reported. Since my procedure, I am aware of 7 other people that had very bad outcomes with him. I think what bothers me the most is that he was not straight forward with the severity of my problems. When I went to the second opinion surgeon, he used equipment to test and diagnose my problems that the first physician did not use. This equipment is what gave me my diagnosis. Lasik laser in surgery center.